Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Two data logs (24h log and epgs log) will be sent with field service representative when he arrives at user facility.